Event description:
It was reported that the pump's battery was depleting quickly. There was no adverse impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.